Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was duplicated. Evaluation of the device found the housing was warped. This type of damage is consistent with an overheated battery; however, the battery was not returned for evaluation. The housing was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.